Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: caused by a component failure of the heater. A root cause could not be identified. Based on the results of the investigation. The image went completely black, and a connection error caused by a component failure of the universal cable. Anti-fog error also appeared caused by a component failure of the heater. Outer cover was malfunctioning caused by a component failure of the outer cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the laparoscope, gynecologic had black image and a connection error. An anti-fog error also appeared after the main body was installed. The issue was identified during a delayed therapeutic procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.¿